Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "was so hot and burned". The cause of the wrap being "so hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] the product caused arm to blister and burn/ left forearm was hurting and was itchy/irritating/arms reddened/skin from the blister come off [burns second degree], she does not know why it was so hot [device issue], scarring continued [scar]. This is a spontaneous report from a contactable consumer reporting on behalf of husband a (B)(6) year-old male patient started to receive thermacare heatwrap (thermacare muscle & joint) (device lot number t78907, expiration date nov2020) in red box, device was used once for 30-45 minutes on (B)(6) 2018 for muscle pain in forearm. Medical history included high cholesterol from an unknown date and unknown if ongoing. Concomitant medication included atorvastatin calcium (lipitor) 20 mg daily for high cholesterol. She has 3 heat wraps. The reporter stated her husband is a cabinet maker and his muscle were hurting from lifting and pulling. On (B)(6) 2018, the reporter stated her husband put the heatwrap on in the evening while eating dinner. After dinner, approximately 30-45 minutes at very most, his left forearm was hurting and was itchy. She stated the product caused his arm to blister and burn. The reporter also reported his arms reddened. She does not know why it was so hot and burned. The reporter nor her husband noticed any discrepancy with the wrap prior to using it. Her husband had on a 'thin t-shirt thing' over his arm and the wrap on top of it. The skin from the blister came off and that it was pretty much healed. The following morning, when he took a shower his arm was still irritating and the scarring continued. She stated he used a burn cream/numbing analgesic called avon cracked healed relief cream for burns. The reporter stated it was not the cream that did it she says that it was the muscle wrap the did it. It was still burning after he put it on later that night. The heatwrap has been discarded. Patient's skin tone was assessed as medium, neither light nor dark and he does not have sensitive skin or abnormal skin conditions. Her husband has used a heating pad periodically at night on an unspecified date in 2018 and did not experience any problem. The patient did not engage in exercise while using the heatwrap. He did check the skin under the product while wearing thermacare a 1/2 hour after started burning and did read the usage instructions on thermacare before using the product. The patient did not consult a physician as a result of the events. There is a reasonable possibility that the adverse events are related to the device. Action taken with the suspect product was permanently discontinued on an unspecified date. The outcome of the events the product caused arm to blister and burn/ left forearm was hurting and was itchy/irritating/arms reddened/skin from the blister come off, scarring continued were resolving and the outcome of event "she does not know why it was so hot" was unknown. A sample of the product is not available for return. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "was so hot and burned". The cause of the wrap being "so hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow up (20nov2018): new information received from product quality complaints (pqc) group included: updated suspect product name and provided product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue and scarring as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue and scarring as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
The product caused arm to blister and burn/ left forearm was hurting and was itchy/irritating/arms reddened/skin from the blister come off [burns second degree], she does not know why it was so hot [device issue], scarring continued [scar]. Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of husband a 51-year-old male patient started to receive thermacare heatwrap (thermacare muscle & joint) (device lot number: t78907, expiration date nov2020) in red box, device was used once for 30-45 minutes on (B)(6) 2018 for muscle pain in forearm. Medical history included high cholesterol from an unknown date and unknown if ongoing. Concomitant medication included atorvastatin calcium (lipitor) 20 mg daily for high cholesterol. She has 3 heat wraps. The reporter stated her husband is a cabinet maker and his muscle were hurting from lifting and pulling. On (B)(6) 2018, the reporter stated her husband put the heatwrap on in the evening while eating dinner. After dinner, approximately 30-45 minutes at very most, his left forearm was hurting and was itchy. She stated the product caused his arm to blister and burn. The reporter also reported his arms reddened. She does not know why it was so hot and burned. The reporter nor her husband noticed any discrepancy with the wrap prior to using it. Her husband had on a 'thin t-shirt thing' over his arm and the wrap on top of it. The skin from the blister came off and that it was pretty much healed. The following morning, when he took a shower his arm was still irritating and the scarring continued. She stated he used a burn cream/numbing analgesic called avon cracked healed relief cream for burns. The reporter stated it was not the cream that did it she says that it was the muscle wrap the did it. It was still burning after he put it on later that night. The heatwrap has been discarded. Patient's skin tone was assessed as medium, neither light nor dark and he does not have sensitive skin or abnormal skin conditions. Her husband has used a heating pad periodically at night on an unspecified date in 2018 and did not experience any problem. The patient did not engage in exercise while using the heatwrap. He did check the skin under the product while wearing thermacare a 1/2 hour after started burning and did read the usage instructions on thermacare before using the product. The patient did not consult a physician as a result of the events. There is a reasonable possibility that the adverse events are related to the device. Action taken with the suspect product was permanently discontinued on an unspecified date. The outcome of the events the product caused arm to blister and burn/ left forearm was hurting and was itchy/irritating/arms reddened/skin from the blister come off, scarring continued were resolving and the outcome of event "she does not know why it was so hot" was unknown. A sample of the product is not available for return as it was discarded. Additional information received from product quality complaint (pqc) group included updated investigation results: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "was so hot and burned" and "his arm was blistered." She says that she "does not know why this happened or why it was so hot and burned.". The cause of the wrap being "so hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow up (20nov2018): new information received from product quality complaints (pqc) group included: updated suspect product name and provided product quality investigation results. Follow up (25jan2019): new information from product quality complaint (pqc) group includes: updated investigation summary. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue and scarring as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue and scarring as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "was so hot and burned" and "his arm was blistered. She says that she does not know why this happened or why it was so hot and burned.". The cause of the wrap being "so hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
The product caused arm to blister and burn/ left forearm was hurting and was itchy/irritating/arms reddened/skin from the blister come off [burns second degree], she does not know why it was so hot [device issue], scarring continued [scar]. Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of husband a (B)(6) male patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) device lot number t78907, expiration date nov2020, in red box, device was used once for 30-45 minutes on (B)(6) 2018 for muscle pain in forearm. Medical history included high cholesterol from an unknown date and unknown if ongoing. Concomitant medication included atorvastatin calcium (lipitor) 20 mg daily for high cholesterol. She has 3 heat wraps. Caller reported her husband put the heatwrap on and after 30-45 minutes at very most his left forearm was hurting and was itchy. Stated the product caused arm to blister and burn. Consumer also reported arms reddened. She does not know why it was so hot and burned. Her husband had on a 'thin t-shirt thing' on over his arm and the wrap on top of it. The skin from the blister come off and that it was pretty much healed. The following morning when he took a shower his arm was still irritating and the scarring continued. She says that he used burn cream/numbing analgesic called avon cracked healed relief cream for burns. Consumer stated it was not the cream that did it; she says that it was the muscle wrap the did it. It was still burning after he put it on later that night. Patient's skin tone is medium, neither light nor dark and he does not have sensitive skin or abnormal skin condition. Her husband has used heating pad periodically at night on an unspecified date 2018 and did not experience any problem. The consumer did not engage in exercise while using the heatwrap. He did check the skin under the product while wearing thermacare a 1/2 hour after started burning and did read the usage instructions on thermacare before using the product. The consumer did not consult a physician. There is a reasonable possibility that the adverse events are related to the device. The outcome of the events the product caused arm to blister and burn/ left forearm was hurting and was itchy/irritating/arms reddened/skin from the blister come off, scarring continued were recovering and the outcome of event "she does not know why it was so hot" was unknown. Action taken device permanently discontinued. A sample of the product is not available for return. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue and scarring as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.